Manufacturer narrative:
H10: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1038126 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191_000 / lot: 1038126, test base part number 190-430 / lot: 1038126. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1038126 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However a possible assignable root cause is sample interference or cross contamination.

Event description:
Additional information: pcr confirmation testing was performed and generated a positive result (platform :in house), CT value:31.

Event description:
The customer reported a false negative result with the ID now covid-19 assay performed (B)(6) 2021 tested directly on a nasopharyngeal swab. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.